Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable after the software was updated prior to unrelated surgical intervention or imaging was performed. It is uncertain at the time whether the patient underwent surgical intervention.

Event description:
Follow up information identified the patient was reprogrammed earlier and she did not try the new programs. The patient was reprogrammed to again to see if they provide effective stimulation.